Event description:
Clinical study. It was reported 1618 days following a coronary artery stenting treatment procedure that the pt expired. The index procedure treated the 99% stenosed 3.0x20mm target lesion located in the proximal left circumflex artery. Treatment consisted of pre dilation and the placement of a 3.0x32mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1617 days post the index procedure, the pt was discharged from the hospital in stable condition after being treated for acute exacerbation of chronic obstructive pulmonary disease. At 1618 days post the index procedure, the pt collapsed after experiencing difficulty breathing and was pronounced dead upon arrival at the hospital 30 mins after collapsing. Bystander CPR had been performed and the pt arrived at the hospital with CPR in progress. Pre-hospital, the pt was defibrillated, intubated and ventilated. Oxygen was administered and compressions performed. Epinephrine and atropine were given. The clinical impression as to the cause of death was cardiac arrest. Per the death certificate, cause of death was emphysema. No autopsy was performed.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".